Event description:
Patient called the radiology department to report that ever since she had her CT brain scan, her eyes have been red and dry. The patient wore her contacts during the CT test. The patient was referred to her primary care physician for follow up. There was no complaint or concerns when she had her CT brain scan performed last month.